Event description:
Patient implanted in 1998 in both upper vermilion borders. Onset of implant extrusion and infection 09/08/1998 in perioral. Patient treated with trovan 09/08/1998 and revised 09/22/1998 and 09/24/1998. Patient treated with trovan and darvocet 10/17/1998. In 1998 implant explanted and patient treated with zithromax.